Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported a loss of packing was observed due to dislocation which was confirmed by x-ray. As a result, the lv lead was repositioned. The issue was resolved. The patient was stable the whole time.